Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient contacted depuy to report hip pain. Doi: (B)(6) 2005 - no revision at this time (right side). Update: 5/3/2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The MDR decision has been reversed and the liner and head have been reported. Update rec'd 8/27/2014 - litigation papers received. There is no new additional information that would affect the outcome of the MDR decision. Update 12/19/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being reported for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/15/2014 nr.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.